Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's left eye in a secondary surgical procedure as the patient complained about halos and was not adapting after six (6) weeks. The procedure was successfully completed using a non-johnson & johnson (j&j) lens as a replacement. There was no damage to the capsule or any complications during the surgery and no medical or surgical interventions were required. The explanted lens was discarded. It was indicated that this was the patient¿s second eye and they had a non-j&j lens in the first eye. No further information was provided.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2021. The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.